Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It should be noted coronary dilatation catheters (cdc), trek rx instructions for use. States: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. It also states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left circumflex (lcx) artery with heavy tortuosity and heavy calcification that was 95% stenosed. Resistance was felt with the anatomy during advancement of the 3.0 x 12 mm trek rx balloon dilatation catheter (bdc) on a non-abbott guide wire to the lesion for pre-dilatation and it crossed successfully; however, the balloon ruptured during the first inflation at 8 atmospheres due to the heavily calcified lesion. It was stated that the bdc was not air aspirated outside the anatomy and it was not soaked in saline prior to use. A non-abbott bdc was used to perform the pre-dilatation. A 3.0 x 38 mm multilink 8 stent delivery system (sds) was advanced to the lesion; however, it would not cross due to the calcified and tortuous anatomy. When the sds was removed, it was observed that the stent strut was flared at the distal edge. Balloon angioplasty was performed to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.